Manufacturer narrative:
B4: (B)(6) 2021. The service engineer (se) inspected the device and replaced the power management board to address the issue. The unit was checked overall, run-in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
The returned power management board was tested. Customer complaint verified. The root cause was physical damage to the board, resulting in damage to r98.

Manufacturer narrative:
Report date: 18jun2021.

Event description:
It was reported that the ventilator had an alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and, in the ventilator diagnostic logs, found error codes indicating backup alarm failed and alarm light emitting diode (led) failed. Other information is pending.